Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) logged into the es server via secure link and ran a downtime query, which showed current xml processing and heartbeat times with no downtime notifications in hsv. No delays were observed in patient or order data on the devices. It was noted that devices were being placed on critical override manually by the pharmacist lead. No sample orders were available for es server validation. The customer advised that there was an ongoing electronic privacy information center issue and confirmed that the stations had been placed on critical override, with resolution status still unconfirmed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the orders were not crossing over to pyxis or carousel. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.